Event description:
On 08/25/1998, the facility's director, qa informed the distributor's sales rep of the following: the device catheter sheared off and the connection was not intact at explant date. The device was removed due to a placement of pheresis catheter. No further details were provided at this time.